Event description:
During a follow-up in-clinic, the event of increased pacing impedance was observed on the right ventricle (rv) lead. No intervention has been performed at this time. The patient was stable and will continue to be monitored.